Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). One used valve was received for evaluation. Upon visual inspection, an obstruction was found to be stuck inside the ultrasite valve injection site. The obstruction appeared to be a male luer tip likely broken off from another device. The sample was also subjected to a leakage test, and no leaks were detected. The root cause of this incident could not be definitively determined at this time. It is likely that when the facility accessed the ultrasite injection site, as designed with another device, a portion of the device used to access the ultrasite injection site broke off inside the valve. The broken obstruction then prohibited the blue piston from closing properly and ultimately resulted in the blood leakage reported. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed for catalog number 415113 which is a set that is only sold in (B)(6), however the set contains an ultrasite component which is sold in the us. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by user facility: when doing therapy blood leakage from the connector.